Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances measuring less than 200 ohms on the left ventricular (l v) lead. As a result, the device emitted beeping tones. Technical services discussed programming options and to have the patient come into the clinic to turn off the beeping. At this time, the device and lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).